Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the procedure was a low anterior resection. The device was used on the rb rectum. The tissue compression scale backlight was illuminated, the orange indicator was visible on the tissue compression scale. The battery was reinserted too. The procedure was converted to a colostomy which was unplanned since the intestinal tract was fragile, the length of the colon was not enough to anastomose. The patient¿s condition is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak? How was the leak addressed? What troubleshooting steps were taken before deciding to proceed with creating the colostomy? What were the contributing factors that led to the colostomy like tissue factors? Was another circular used to create the anastomosis? Is the colostomy temporary or permanent? What is the current patient status?

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022. Additional information was requested, and the following was received: what were the indications for surgery? No further information is available. What surgical procedure was performed? An anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? The device cannot be fired. What confirmation was received that the device completed the firing sequence? The device cannot be fired. Was the green checkmark visible at the end of the firing? The device cannot be fired. How many counter-clockwise revolutions of the adjusting knob were used to open the device? The device cannot be fired. Was there any difficulty removing the device? The device cannot be fired. Was a complete transection of the white breakaway washer visually confirmed? The device cannot be fired. Were the donuts inspected? The device cannot be fired. Was a leak test performed? No further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? The device cannot be fired. How was the leak identified? Unknown if leakage occured. What was observed at the site of the leak? Unknown if leakage occured. How was the leak addressed? Unknown if leakage occured. What troubleshooting steps were taken before deciding to proceed with creating the colostomy? No further information is available. What were the contributing factors that led to the colostomy like tissue factors? The intestinal tract was fragile, the length of the colon was not enough to anastomose. Was another circular used to create the anastomosis? Yes. Is the colostomy temporary or permanent? No further information is available. What is the current patient status? The patient¿s condition is stable.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2022. D4: batch # 193a64. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh23p device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the cracks in the flex circuit. In addition, a functional test was performed with a shorting plug confirming the condition due to the flex circuit damage and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.